Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that her blood glucose went down to 40 mg/dl. She treated with glucose tablets, food, and beverage. The customer had just changed the set and insulin when this occurred. Customer declined troubleshooting for the issue, as her healthcare provider had recently changed the settings.